Event description:
It was reported to medtronic neurosurgery that the patient underwent revision surgery of their strata ii valve on (B)(6) 2015 due to the valve changing to pressure level 0.5 after being set to pressure level 1.0. According to the report, the valve was replaced with another strata ii valve.

Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. The device did not meet the requirements for pressure-flow and preimplantation testing as the valve was not adjustable. Large amounts of proteinaceous debris were observed within the valve. The valve was returned at pl = 1.5. The instructions for use indicate that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Debris within the valve may prevent movement of the valve mechanism resulting in a non-adjustable valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).